Manufacturer narrative:
Product event summary:the pump and the controller were not returned for evaluation. Review of the controller log files revealed four electrical fault alarms, a high watt alarm, and five vad stopped alarms logged on (B)(6) 2019. An electrical fault alarm was logged at 18:33:06 due to an open phase in the front stator, causing the pump to run on the rear stator only. In addition, multiple reactivation events were recorded in the event file due to open phases in the front stator. This likely triggered the subsequent high watt alarm, due to the increased power consumption required to run on a single stator. A vad stopped alarm was logged at 18:33:24 due to an open phase in both stators. A second electrical fault alarm was logged at 18:33:35 due to a phase not connected on the front stator. At 18:34:00, a vad disconnect alarm was logged, indicating a physical disconnection of the driveline from the controller. This was followed by another electrical fault alarm due to a phase not connected on the front stator and vad stopped alarm due to open phases in both stators. A fourth electrical fault alarm was logged at 18:34:32 due to a phase not connected on the rear stator. At 18 :34:52, a vad stopped alarm was logged due to a failure of the pump to restart after several attempts, followed by a vad disconnect alarm. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to a marginal driveline connection as described in the event details. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. An internal investigation examined failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Additional products: d4: serial or lot#: con317425 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4310 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0. Model #: 1420, catalog #: 1420, expiration date: 31-dec-2018, serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 14-dec-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a high priority alarm and a ventricular assist device (vad) stopped message appeared on the controller screen. It was also reported the driveline was not fully seated in the controller and there was an electrical fault alarm. The patient experienced dizziness. The controller was exchanged and readings returned to normal within seconds. The driveline remains in use. No further patient complications have been reported as a result of this event.